Manufacturer narrative:
Service organization ran console for more than 3 days before they were able to duplicate the problem. Determined the cpu board was the source of the problem. Planned to conduct testing for an additional 5 days before pump is returned to customer.

Event description:
It was reported that an iab catheter was inserted sheathless. Two days later went blank. The pump ws restarted, but the display was still blank. There were no alarms. The pump was exchanged off the patient. During the exchange, the patient's wedge pressure came down. Their map was 20-50 mmhg. It was necessary to "reantimate" the patient. There were no reported patient complications.